Event description:
It was reported that the pt was more spastic and "receiving less benefit despite escalating doses". An outpatient dye study was performed and a problem was detected. The radiologist was not able to aspirate fluid from the port. The pt was taken to surgery to have his catheter revised due to a kink/occlusion; location was not specified. The pt recovered without sequela. The pump contained baclofen 2000.0 mcg/ml at a dose of 328.8 mcg/day in flex mode.

Manufacturer narrative:
(B) (4).